Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3708660, serial# (B)(4), product type:. Extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator. It was reported that during the implant procedure, the electrical resistance of the extensions was too high so the device was replaced to complete the operation. The cause and what troubleshooting that was performed related to the event were stated to be unknown. The event was considered resolved following the replacement. No symptoms were reported and no further complications were reported/anticipated.